Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, and basic occlusion test. However, the pump gave a blank display during testing followed by a watch dog alarm due to moisture damage on all electronic assemblies. They were unable to perform the pump self test, off no power test, unexpected restart error test, prime/compromised force sensor system test, occlusion test, excessive no delivery test, and operating currents measurement due to blank display and watchdog alarm. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that his insulin pump was working last night before bed and this morning it was blank even after trying 3-4 new batteries. Customer stated that he woke up with a blank display and his blood glucose was 120 mg/dl at the time of the incident. Customer inserted a new battery but the display did not return. Customer was advised to remove the battery for 10 minutes. Customer stated that the display did return. Customer stated that he could not run the self test because the display is now blank again. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.